Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). There was no physical damage where the foreign matter remained. The event can be detected/prevented by following the instructions for use. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that black-colored foreign material was clogging the nozzle. This finding was due to an accumulation of clog that occurred during reprocessing of the scope. Upon further inspection, it was observed that the glue on the bending section rubber had deteriorated. It was also observed that the scope cover was deformed. It was observed that the gluing applied around lenses were discolored. It was also observed that the charge-coupled device cover lens was slightly chipped. It was observed that the electrical contacts of the plug unit were slightly damaged. Lastly, it was observed that the angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had an air/water flow defect. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle was clogged which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.